Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting relief from the stimulator and was experiencing pain at the ipg site. The patient underwent an explant procedure for both ipg and paddle lead. The explanted ipg and paddle lead were kept by medical facility.